Event description:
As reported, the seal of (2) 5f mynx control vascular closure devices (vcd) did not deploy, and the seal was still present on the devices when they were retracted. The sealant sleeves were damaged with the sealant still attached after removal. Hemostasis was achieved by manual compression for ten minutes. There was no reported patient injury. Device storage temperature did not exceed 25°celsius. The tension indicator was aligned before deployment with no issues noted to the button or 5f non-cordis sheath, and there were no kinks observed. The tension indicator did display a ¿clock symbol¿ after button # 1 depression. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. Vessel suitability was confirmed with a diameter =5 mm, insertion angle 30¿45°, and no tortuosity or calcium present. The procedure was an interventional case using a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One device was discarded, and one device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the seal of (2) 5f mynx control vascular closure devices (vcd) did not deploy, and the seal was still present on the devices when they were retracted. The sealant sleeves were damaged with the sealant still attached after removal. Hemostasis was achieved by manual compression for ten minutes. There was no reported patient injury. Device storage temperature did not exceed 25°celsius. The tension indicator was aligned before deployment with no issues noted to the button or 5f non-cordis sheath, and there were no kinks observed. The tension indicator did display a ¿clock symbol¿ after button # 1 depression. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. Vessel suitability was confirmed with a diameter =5 mm, insertion angle 30¿45°, and no tortuosity or calcium present. The procedure was an interventional case using a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were fully depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was deployed but remained mounted on the unit delivery shaft. Regarding the sealant sleeves, no abnormal conditions were observed. A non-cordis 5f catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the overall length of the outer sleeve assembly (from the proximal end of the swivel to the distal tip of the cartridge) was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. Additionally, the slit length of the sealant sleeve was verified and found to be within the specification range using the same calibrated tool. A simulated deployment test could not be performed because the device was received in a fully deployed state. As a result, further functional testing could not be conducted. A compatibility verification was performed using the returned non-cordis 5f catheter sheath introducer inserted on the unit, as well as an additional cordis laboratory sample, to confirm compatibility per the device instructions for use (IFU). No friction, resistance, or abnormal conditions were observed during the evaluation. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was not observed through analysis of the returned device since there were no damaged noted to the component or unit. However, the reported event of ¿mynx control system-deployment difficulty-unable,¿ which was updated to ¿sealant-inaccurate placement-complete¿ due to the received condition of the device, was observed as the sealant was deployed but remained mounted on the unit. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement of the sealant reported since it was received with both buttons fully depressed and no damages noted to the unit. However, procedural/handling factors (such as not maintaining fingertip compression during device removal) are possible. Although, it is unknown what issue the customer experienced when reporting a damage to the sealant sleeves, especially since there was no damage noted to the sealant sleeves component of the returned device. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the seal of (2) 5f mynx control vascular closure devices (vcd) did not deploy, and the seal was still present on the devices when they were retracted. The sealant sleeves were damaged with the sealant still attached after removal. Hemostasis was achieved by manual compression for ten minutes. There was no reported patient injury. Device storage temperature did not exceed 25°celsius. The tension indicator was aligned before deployment with no issues noted to the button or 5f non-cordis sheath, and there were no kinks observed. The tension indicator did display a ¿clock symbol¿ after button # 1 depression. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. Vessel suitability was confirmed with a diameter =5 mm, insertion angle 30¿45°, and no tortuosity or calcium present. The procedure was an interventional case using a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One device was discarded, and one device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.